Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the lancets were missing from her onetouch ultramini meter system kit. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests her blood glucose 2x daily and manages her diabetes with diet and exercise. The alleged issue began on the afternoon of (B)(6) 2013. The patient denied making changes to her usual management routine. Immediately after the start of the alleged issue, the patient claimed she began breathing faster and broke into a sweat which she associated with both high and low blood glucose symptoms. Due to the reported issue, the patient alleged she couldn¿t test her blood glucose to confirm whether her blood glucose was running high or low. Treatment was not specified. At the time of troubleshooting, the cca noted the lancets were missing from the system kit. Replacement product was sent. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged issue began.